Event description:
It was reported the patient experienced flows above 10 and +++/--- symbols. The patient had no symptoms. Their most recent mean arterial pressures (maps) were been between 90-100. The patient's hydralazine was changed from 10 milligram twice daily to 25 milligram twice daily. The elevated flows may have resulted from the way the controller was being stored which may have caused the controller to overheat. The patient had since changed to a more breathable material that the controller sits in during daily wear and has not reported any additional issues. A log file analysis showed a few transient elevations in power & flow. The highest recorded power (11.9 watts) & flow (8.2 liters per minute) occurred on (B)(6) 2020~6:08pm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller overheating was not confirmed. The system controller (serial number: (B)(6)) was not returned for analysis, however a log file was submitted for review. A review of the submitted log file showed events spanning approximately 50 days (30sept2020 ¿ 19nov2020). The log file did not contain any data related to the reported event of the controller overheating. Pump operation was not affected. Provided information indicated that the controller may have overheated due to the way the patient was wearing the controller during the day. The patient has since changed the way they carry the controller utilizing a more breathable material and no further issues have been reported. The root cause for the reported event was unable to be conclusively determined through this analysis. The heartmate ii patient handbook section 2 ¿how your heart pump works¿ warns ¿the system controller may reach a maximum temperature of 124°f (51°c) if both of the following conditions are present: the system controller is covered by the body or insulating material, such as a blanket and the internal battery is charging¿. The device history records were reviewed and the system controller (serial #: (B)(6)) was found to pass all manufacturing and qa specifications. The product was shipped on 30jun2017. The heartmate ii instructions for use section 2 ¿system operations¿ states the acceptable operating temperature range for the system controller is 32°f to 104°f (0°c to 40°c). The heartmate ii patient handbook section 10 ¿safety checklists¿ states ¿ensure that the system controller is not covered by insulating materials, such as a blanket, or placed against the patient¿s bare skin while sleeping.¿ the patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment.¿ no further information was provided. The manufacturer is closing the file on this event.